Event description:
Site reported a pt with a 'poor clinical outcome' following a custom laser procedure. This report is for the left eye, the right eye is being submitted under MFR # 1061857-2007-00179. Pt records and topographies were rec'd. Analysis of the topographies indicates topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia with astigmatism laser procedure. Records also indicate this pt exhibited a decrease in bcva in the left eye 1 day post-op. Add'l info has been requested. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The investigation, including root cause determination is in progress.